Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received stating that the vns patient began experiencing an increase in seizures on (B)(6) 2014. All of the patient¿s seizure types increased. The increase in seizures was below pre-vns baseline levels and believed to be due to low battery of the generator. No causal or contributory programming or medication changes preceded the onset of the increase seizures. System diagnostic results showed normal device function. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
It was reported that the vns patient was referred for prophylactic generator replacement surgery. Clinic notes were received indicating that the vns patient was experiencing an increase in simple partial seizures and had two complex partial seizures. The patient had been seizure free for two years until she had a seizure on (B)(6) 2014 with 1-2 minutes of staring. The patient began having auras of back pain. The patient¿s medication was increased during an office visit on (B)(6) 2014. The patient¿s device was tested during the office visit and system diagnostic results showed normal device function at the time. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Date of event: corrected data: additional information indicates that the increase in seizures began on (B)(6) 2014.